Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# v607220, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v607220, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s lead component of their implantable neurostimulator (ins) had migrated and that a revision was performed.. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report #3004209178-2015-07718 for patient¿s subsequent lead migration issue.